Manufacturer narrative:
H3- due to a typographical error this info was incorrectly given as 05/17/98. The correct date of event should be 05/19/98.

Event description:
Pt experienced subtrochanteric fracture of the left hip. Dhs plate and screws were implanted on march 4, 1998. Pt experienced severe pain during weight bearing gardening exercise after six to eight weeks of non-weight bearing instruction. Dhs plate broke post operatively and was removed on 5/19/98.